Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after they woke up from a colonoscopy an ambulance was waiting to take them to the hospital, because the implantable pulse generator (ipg) device dropped the patient¿s heart rate from 60 to 30. Now, the patient feels that they are walking around with a faulty device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, follow-up with the clinic disclosed that the reprogramming was performed.